Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found with broken tip. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the threaded tip of the device had fractured from the device. Sem analysis found the device¿s material to be consistent with 455 stainless steel alloy. Fracture surface artifacts are consistent with the bending overload failure mode a review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however sem analysis suggest bending overload caused the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.